Event description:
It was reported that the patient presented with vegetations on the leads and heart valves. The physician explanted and replaced both the right atrial and right ventricular leads. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Manufacturer narrative:
Correction: please retract this report 2017865-2025-97831 as upon review, the low voltage lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.